Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer rolled over the sofa and the touch screen became cracked. Additionally, the left side of the pump touch screen became black. Customer's blood glucose was 131 mg/dl. Reportedly, customer reverted manual injections for insulin therapy.